Event description:
The patient was revised because of wear of the insert and loosening of the tibial and talar components.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for all the reported part and lot number combinations. The investigation could not draw any conclusions about the reported event. Based on the investigation and the info available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.